Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of tissue ingrowth in stent. Other source: poster for presentation at the ueg week 2013, (B)(6): difficulties encountered for removing fully covered self-expanding metal stents inserted in benign biliary conditions. The device was not returned; therefore, a technical analysis could not be performed. Stent occlusion due to tumor in-growth through stent is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
Boston scientific corporation obtained information from an abstract for a poster presentation at the ueg week 2013 that issues occurred with nine wallflex biliary fully covered stents implanted in nine different patients. According to the complainant, the indication for stent placement in each of the nine cases was for treatment of jaundice secondary to a distal inflammatory benign stricture. The stent was placed successfully and following the procedure the patient did well and was reported to be in very good health. During follow up, the patient presented with a mild elevation of liver function and an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent removal was planned. During the stent removal procedure, the physician noted that the duodenal end of the stent was buried in the papillary area and covered in hyperplastic tissue. A guidewire was passed beyond the stent and a balloon was inflated inside the stent followed by pulling maneuvers. In three cases a 15mm dilation balloon was used and in nine cases a 15mm common bile duct stones extraction balloon was used, it is unknown which balloon was used in this case. In this case the stent was implanted on an unknown date within the bile duct of a patient. The stent removal procedure occurred on an unknown date and the stent was successfully removed. The patient's condition at the conclusion of the procedure was reported to be ¿in perfect health¿.